Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient felt nauseous, had difficulty in breathing, chest pain and he faced a bent cannula issue. Patient's blood glucose level was 629 mg/dl at the time of incident. Therefore, on (B)(6) 2019, the patient was admitted to the hospital with blood glucose level of 629 g/dl and diabetic ketoacidosis, where he was treated with insulin drip. At the time of this report ((B)(6) 2019), the patient was still in the hospital. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.